Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited frequent false termination of atrial tachycardia/atrial fibrillation (at/af) detections due to atrial events falling into the programmed refractory/blanking period. The ipg remains in use. No patient complications have been reported as a result of this event.